Event description:
The customer reported the fluoroscopy x-rays were disabled. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The reported issue could not be identified or duplicated. The sys was operating as intended. The site remains under observation.